Event description:
During a follow-up in clinic, a decrease in sensing threshold was noted on the right ventricular (rv) lead. During the rv lead revision, the helix could not extend or retract. The rv lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination did not find any anomalies on lead body except procedural damage. Electrical tests did not find discontinuities or shorts on any conduction paths. Hi-pot tests passed between conductors. The reported event of intermittent sensing was not confirmed. As received, the helix was retracted and clogged with dry body fluid. Visual and x-ray examinations noted the inner coil being over-torqued in the connector region. After cleaning and applying torque directly to the inner coil, helix could be extended and retracted normally. The cause of the helix rotation issue was isolated to helix being clogged with dry body fluid and over-torque of the inner coil in the connector region. The reported event of the lead helix rotation issue was confirmed.